Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of 135 ohms and that the non-boston scientific pacemaker associated was unable to be reprogrammed. As a result, the patient underwent a replacement surgery for the pacemaker. Once connected to a new boston scientific device, this lead registered shock impedance measurements within range of 75ohms. This rv lead remains in service. No adverse patient effects were reported.